Event description:
It was reported that patient underwent an initial left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012 due to bearing spinning. The tibial bearing was removed and replaced. A further revision procedure has been indicated due to bearing spinning; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03572).

Manufacturer narrative:
(B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03571 / 03572).